Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient's dentist thinks aligners are not moving patient's teeth correctly and that patient should use another type of aligner under his supervision.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.